Manufacturer narrative:
Patient weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because device lot number unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) and right ventricular (rv) lead due to non function. Spectranetics lead locking devices were used in the leads to act as a traction platform to aid in lead removal. With use of multiple spectranetics devices, the ra lead was reportedly removed without issue. However, while attempting to remove the rv lead, the lead began to unravel; the lld remained intact within the lead. The physician then decided to attempt to snare the rv lead from a left femoral access using a gooseneck snare and electrophysiology (ep) catheter (manufacturers of these devices unknown). During snaring of the lead, anesthesia noted an effusion, visible on transesophageal echocardiography (tee) and before there was any hemodynamic change detected in the patient. Rescue efforts began, including sternotomy. An rv perforation was detected. It was reported that the rv lead tip was deep within the rv apex, and a 2cm hole was created in that area during attempted removal. The rv lead was surgically removed and the perforation was successfully repaired. The patient survived the procedure. There was no alleged malfunction of any spectranetics devices used during the procedure. This report is being submitted because even though a gooseneck snare was being used when the injury was detected, it was reported that the lld was also present in the rv lead as snaring took place.